Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on when he tried to test his blood glucose after the meter was dropped. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 1 month prior to contacting lfs. The patient reported immediately prior to the start of the alleged issue he had symptoms of ¿fatigue, throwing up and delusional.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient reported using non adjusting insulin including levemir 20 units a day and humalog on a sliding scale to manage his diabetes. The patient reported taking his usual dose of medication on the day of the alleged issue. The patient reported 3 days later he was treated in the emergency room (ER) for a reading of ¿984mg/dl¿ obtained on a hospital meter. The patient was unable to recall what type of treatment he received while in the ER. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. The patient did not have test strips at the time of the call. When the power button was pressed, the meter did not power. The cca confirmed the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he was unable to test, made no changes to his usual diabetes management routine and therefore was treated for a severely high blood glucose reading 3 days after the alleged issue occurred.